Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that patient felt a "picking sensation" during two episodes. The episodes were believed to be due to a loss of contact as they happened three days post implant. The device remains in use. No patient complications have been reported as a result of this event.